Event description:
It was reported that the customer experienced an issue with insulin delivery. The customer was not receiving insulin, but the insulin pump was not alarming no delivery. The customer's blood glucose was over 350 mg/dl. The customer treated her high blood glucose with a spare insulin pump. The customer's father stated that the cannula was not bent. The customer had changed the infusion set and reservoir as well as reprimed the insulin pump. Advised customer to monitor the insulin pump and call back to troubleshoot. Advised that a replacement insulin pump would be sent per request of the customer's father. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test.